Event description:
It was reported that approximately 21 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, lack of effect, prothesis wear, discomfort, and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, loss of range of motion, and tibial loosening. The reported prosthesis wear, femoral loosening, loss of range of motion, and tibial loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.